Manufacturer narrative:
Pending engineering evaluation or ¿engineering evaluation summary¿. Concomitant devices: tibial insert (cat# 204-23-09); tibial tray (cat# 200-04-32).

Event description:
As reported by the exactech knee replacement study, the (B)(6) y/o female patient was initially implanted on (B)(6) 2016. The patient experienced an left aseptic tibial loosening. Patient weighs (B)(6) lbs. Patient with clinical and radiological signs compatible with aseptic loosening of the tibial component, is taken to review the tibial component of left rtr, on (B)(6) 2020, the femoral component is stable is not reviewed, procedure without complications, discharged on (B)(6) 2020. The event is not related to the device but possibly related to the procedure. Devices not returning. All available information received at this time.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the tibial tray. However, this cannot be confirmed because the component was not returned for evaluation. (D11) concomitant devices: tibial insert (cat# 204-23-09). Tibial tray (cat# 200-04-32). No information provided in the following section(s): b6, d4 (serial number and exp number), h4.

Manufacturer narrative:
Section h11: (d2) common device name. (D4) catalog number changed to 200-04-32, and UDI number updated. (D11) concomitant devices updated to; tibial insert (cat# 204-23-09). Femoral (cat# 234-02-03). (G5) 510k number updated to k932776.